Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify failed battery test alarm or button or keypad anomaly due to blank display. No moisture or damage on keypads during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that only esc button on insulin pump was working when customer went in ocean water. Customer¿s blood glucose was unknown. Customer stated that time was advancing when observed for one minute. Customer declined troubleshoot for failed battery. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.